Event description:
It was reported that during a gastrectomy procedure, the device could not staple, but could cut at the third close of lever at first firing. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.